Event description:
Reportedly, the device failed.

Manufacturer narrative:
Eval summary - adult vamp - vamp tubing was found to be completely detached from solvent bond joint with reservoir. Indication of adhesive was visible at most part of tubing bond area but appeared to be thin. Detached tubing was severely bent near the bond joint.